Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown maxillary distractor /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Cleft maxillary distraction versus orthognathic surgery: clinical morbidities and surgical relapse. (2006). Cheung, l.k., chua, h. D., and hagg, m. B. Plastic reconstruction surgery 118: 996. This was a randomized controlled study aimed in comparing the postoperative clinical morbidities in cleft lip and palate in patients treated with distraction osteogenesis versus conventional orthognathic surgery. Patients were aged 16 years or older. The operations were performed between june of 2002 and july of 2004. Twenty-nine cleft lip and palate patients with moderate maxillary hypoplasia requiring a maxillary le fort I advancement of 4 to 10 mm were randomized into two groups for either internal maxillary distractors or immediate fragment transposition using miniplates and screw fixation. In the distractor group, fixation of the zygoma and the molar alveolus was achieved with an intra-oral bone-borne maxillary distractor (synthes, west chester, pa). One male patient developed a mucosal infection around the distractors which were controlled with intravenous antibiotics administered for a week. One female patient developed a mucosal infection around the distractors which were controlled with intravenous antibiotics administered for a week. One female patient had early clinical relapse of dental occlusion (occlusal relapse) to class iii malocclusion 2 months after distraction surgery. This malocclusion was corrected by repeating the le fort I osteotomy and affixing the titanium miniplates and screws at the distractor removal stage. However, at 8 weeks after this second operation, the occlusion relapsed again to class iii malocclusion. The country of origin is (B)(6). This is report 1 of 1 for (B)(4). This report is for an unknown maxillary distractor. This report is for 1 device.